Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of (518 mg/dl) with large ketones present. The customer delivered a manual injection to stabilize bg level. During troubleshooting with tandem technical support (cts), the customer stated that during fill tubing the pump took more insulin (17u) than usual before drops were seen exiting the tubing. Reportedly, the customer could not successfully fill cannula during the load process. It was reported that the customer changed supplies.